Event description:
It was reported that during device change out, externalized conductors were observed. No electrical anomalies were detected. The lead was capped. The patient was in stable condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.